Event description:
Patient indicated that the pump made her life terrible.

Event description:
It was reported that this pump malfunctioned and following this patient went into coma. When patient was in coma and "woke up and the doctors were sitting right there, that's how bad patient was going through".additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l43274, implanted: (B)(6) 1997, product type catheter. (B)(4).